Event description:
It was reported that the user experienced hypoglycemia after using a meal announcement as a correction on the ilet, which resulted in insulin stacking, and also reported prior hyperglycemia; education was provided on proper meal announcements and not using meal entries for correction, and the user agreed to follow recommendations. Symptoms included confusion, polydipsia, polyuria, hypoglycemia, and hyperglycemia ranging from 40 mg/dl to 321 mg/dl. Outcomes included self-treatment of the hypoglycemia with oral glucose and no alerts or alarms reported. Investigation included troubleshooting and education with guidance to monitor results with proper meal announcing and consideration of a factory reset if outcomes do not improve. Investigation of this case revealed user using meal announcements as corrections contributed to hypoglycemia following insulin stacking, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper meal announcement and correction practices.